Event description:
Per the clinic, the patient experienced poor performance with the device due to the electrodes was inserted in the wrong position. Subsequently, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another device during the same surgery.